Manufacturer narrative:
.

Event description:
It was reported that after the implant procedure, the pulse generator exhibited high impedance. The physician decided to re-open the pocket and noted that the lead was not fully inserted. The physician had difficulty inserting the lead into the connector and elected to explant and replace the device.